Event description:
It was reported that during a surgical procedure at the user facility that the device was allegedly leaking. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility that the device was allegedly leaking. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A manufacturer service technician evaluated the device and could not duplicate the reported event of the device leaking. The device was returned to the customer upon confirming that the device was conforming to specifications.